Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1056t pacesetter lead, implanted: (B)(6) 2007; 5076-58 lead, (B)(6) 2007; d314trg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to low impedance on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that a revision was attempted but it was unsuccessful due to the patient¿s tortuous and tight anatomy. The lead remain in use.